Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
The customer called to report blood glucose levels too high for the glucometer to read. The customer then stated the reservoir leaked insulin past the o-rings.